Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported by the customer that they experienced suction loss with the patient interface pi cone during the laser firing. Procedure was completed successfully with a new pi. There was no patient injury or surgical intervention needed

Manufacturer narrative:
Additional information: section h3-other (81): pis were received with components loose within the package, unable to be associated with their corresponding lot, cp, or pi record numbers. Product evaluation could not be performed. Section d9: device available for evaluation: yes. Date returned to manufacturer: 7 may, 2021. Section h3: device returned to manufacturer: yes. Device evaluation: pis were received with components loose within the package, unable to be associated with their corresponding lot, cp, or pi record numbers. Product evaluation could not be performed. Manufacturing record evaluation: the manufacturing records for the patient interface were reviewed. The product was manufactured and released according to specification. A search revealed that 6 additional complaints for this lot number have been received. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.